Manufacturer narrative:
Section e initial reporter was not provided due to the japan privacy regulation. Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the battery of this ht70 ventilator ran out after an artificial alternating current (ac) interruption. The device was available for evaluation. The third-party provider tokibo (tkb) serviced the ventilator and confirmed damage to the main board components. The main control board was replaced and returned to medtronic for further analysis. One ht70 control printed circuit board assembly (pcba) was received for failure analysis. Initial investigation of the board revealed thermal damage at component c92; the capacitor was also visibly cracked. Reviewing the schematics found that c92 is a bypass capacitor to a power management chip (u28) mounted on the control board pcba. Failure of the c92 disables the output of the power management chip causing the ventilator to immediately cease operation and therefore stop ventilation. The image analysis also verify the reported complaint and shows evidence of thermal damage to a capacitor on the main board and the copper trace within the circuit where the capacitor is located. The cause of the event was isolated to thermal damage at component c92 on control board pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the battery of this ht70 ventilator ran out after an artificial alternating current (ac) interruption. The patient was not harmed or injured as a result of the reported event.